Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. As treatment, a new pod was applied.

Manufacturer narrative:
The device has been returned/received to date. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was received not deployed. Since the cannula has not yet been inserted, it could not have dislodged at this point. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. The download data shows that a rotational sensor malfunction occurred leading to first prime ending earlier than expected and the firing flat not being properly lined up by the end of second prime. Rotational sensor abnormalities were replicated in the rerun data. Inspection of the commutator cap found no damages or contamination that would contribute to the rotational sensor abnormalities. The exact cause of the rotational sensor malfunction could not be determined.